Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a peripheral intervention using a 6f sheath. Reportedly, the device was inserted and blood flow was seen through the marker lumen. The footplate lever was opened and it was noticed a long blue suture was hanging out the side of the device at the footplate area. The device was not deployed and was removed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿blue suture was hanging out the side of the device¿ was confirmed as a partially deployed plunger. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.